Manufacturer narrative:
The lead was not return for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting noise which was being oversensed resulting in some pacing inhibition. Impedance was always around the 300 ohms range and threshold measurements were normal also. A revision procedure was performed and a lead fracture was observed 4-5cm from the terminal pin. The lead was removed from service and surgically abandoned without further incident. A new right ventricular lead was successfully implanted.